Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. ¿try it¿ testing was performed and passed. The receiver was opened for internal visual inspection and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output occurred. The patient stated that she did not receive an audio alert when her blood glucose decreased, and she experienced a hypoglycemic event. Her husband found her unresponsive but was able to arouse her and provide her with juice. One hour after the juice, she was fully alert and recovered. The continuous glucose monitor (cgm) displayed low; however, the blood glucose (bg) was not provided for the time of event. At the time of contact, the patient¿s condition has improved. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.